Event description:
Initial reporter indicated that "the vns had worked fairly well, but that about 6 months ago, her son began experiencing more seizures and an increase in lethargy. Medications were increased, but that the vns was not interrogated." It is unknown if the pt's reported seizures were above their pre vns seizure rate. The pt had their generator replaced and it was sent to the MFR for analysis. The generator met MFR testing specifications and was not at end of battery life. No malfunctions or anomalies that would have affected device performance noted.